Event description:
Swollen knees [joint swelling]. Painful knees [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml (route and frequency not provided), into an unspecified knee. The lot number of synvisc was not provided. On (B)(6) 2013, pt received second injection of synvisc into the right knee followed by third synvisc injection on (B)(6) 2013 in left knee. On an unspecified date in (B)(6) 2013, the pt developed swelling and pain in knees which settled with cortisone injection. The action taken with synvisc treatment was not provided. The pt had not yet recovered from the events of swollen knees and painful knees. Concomitant medications included celebrex (celecoxib) and panadol (paracetamol). The intensity for both the events was not provided. The causal relationship between synvisc and both the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.